Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged headaches while using the device. Patient also alleged the device will not turn on or function. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 10, 2024 and section h11 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged headaches while using the device. Patient also alleged the device will not turn on or function. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an investigation, the manufacturer observed that there is dust-like contamination on the front panel, top enclosure rear panel. An unknown contaminant is on the rear panel, underneath the flip door, on the bottom enclosure. The speaker board capacitor on the rear of the ui (user interface) panel burst, leaving contamination in the bottom enclosure. A whitish dust-like contamination is found on the blower cap seal, and dust-like material on the blower, dried liquid shows on the bottom of the blower indicating possible liquid ingress with mineral deposits. Breakdown of the sound abatement foam was observed in the blower box. A keratin-like substance is present at the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 16 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to confirm the complaint of device running out of water directly address the symptoms outlined in the complaint. Sections d9, h2, h3 and h6 has been updated in this report.